Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a faulty charged couple device, the device had a dark image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and additional information from the final investigation. Updated fields: h2, h11. Corrected fields: h6 . In addition, the following reportable malfunctions were identified during the device evaluation: lines on image and faulty charged coupled device (ccd). A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the malfunctions identified during the investigation is traced to electronic component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had dark image. The issue occurred during sedation (device inside patient) of a therapeutic cystoscopy that was completed with a similar device. There were no reports of patient harm.